Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the diamondback 360 orbital atherectomy system emboli were noted on the follow-up angiogram. The two lesions being treated were located in the mid and distal sfa and were heavily calcified and 1-2cm in length. The proximal lesion was 90% stenotic and the distal lesion was 80% stenotic. The reference vessel diameter was 5-6mm. The physician used a 6f introducer sheath and a 0.014" viperwire and contralateral approach from the cfa access site. A 2.0/30 micron solid crown device passed through each lesion uneventfully. The runs were approximately 30 seconds each at low, medium and high rpms for a total run time of 6 mins 52 seconds. Nitroglycerine was administered in 200-300mcg boluses before the initial run, then every other run. No angioplasty or stenting was required following the diamondback intervention. A final angiogram was performed and slow flow was noted in the runoff. The causative factor was determined to be 3 acute emboli in the distal at/dp vessels. Several nitroglycerine and adenosine injections were administered in the at. These were followed by two 5mg injections of tpa followed by a 4 hour thrombolytic infusion. All medical interventions failed to resolve the emboli and the pt was taken for surgical intervention for the removal of the emboli. The result was successful atherectomy of the target lesions with subsequent surgical intervention for removal of emboli. The pt's status is reported as stable. Add'l info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device was discarded at the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unknown. Received facility medwatch. Event description: a diamondback 2.00 orbital atherectomy device was used in the superficial femoral artery to treat 2 lesions. Calcific emboli were seen with minimal flow to the dorsalis pedis artery via subsequent angiogram. The artery exploration embolectomy was performed in the operating room. The subsequent angiogram showed there was some distal flow although it was minimal into the toes. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Other devices in use on pt: viperwire. Other pt information. (B) (4)